Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the system was powered down with battery capacity full (15/16). The next power up was on (B)(6) 2019 at 06:04:17 am, and the system was powered up on battery backup. Alternating current (a/c) power was restored and battery capacity was adjusted based on storage time and battery backup time to 12/16. This may be low enough to cause a red light emitting diode (led). The system was ran on battery four more times before it was powered off at 07:16:29 am. The battery capacity was still at 12/16. The system was powered up again at 12:24:33 pm. The system was ran on battery for a short time and powered off again. Battery capacity was still at 12/16. The next power up was on (B)(6) 2019 at 06:00:56 am. Based on storage time the battery capacity was reduced to 9/16, the led would be red as reported. Battery backup was engaged at 7:24:04 am and ac power was restored at 07:24:56 am. The system was allowed to charge for three more hours and then powered down. The battery was fully charged at 09:12:06 am and the capacity was set to full (15/16). The led would be green now. The log did confirm the led was red, but not in error. There was no indication of a problem with the system or the batteries in the log. It is possible the user assumed the batteries would be changed with the system powered off and connected to ac power. The batteries will only be charged if the system was connected to ac power and powered on. The batteries were not charged all night as reported.

Manufacturer narrative:
The reported complaint was confirmed. The user facility was advised on how to properly charge the system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr), was unable to duplicate the battery condition. She confirmed that the unit had not been powered on for seven days before the time of the incident. The end user confirmed that after charging, the green battery condition was achieved. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had a red battery light after being charged overnight. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.